Manufacturer narrative:
The biomedical engineer troubleshot this reported fault and replaced the flow sensors. The unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient involvement.